Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an image from xvi appearing within incorrect shifts in image review.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an image from xvi appearing with incorrect shifts in image review after completing the 2 offsets shifts as desired in their workflow. According to the mosaiq logs, the xvi clock and the sequencer clock are not synchronised with one another (by two minutes). If the user starts the image acquisition within 2 minutes of the first offset being recorded, there is the potential for it to be available for associating with the image. The user should adjust the time settings so that xvi and sequencer clocks are synchronised with each other. The event only affects cbct (cone beam computed tomography) recording and not treatment delivery. The discrepancy is only between the offset shifts that were actually applied and what was associated/saved to the cbct and displayed in image review. It has been concluded that there was no malfunction within mosaiq and it is working as designed and intended and based on the available information, there was no patient mistreatment.